Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin fill gauge was intermittently inaccurate, despite using multiple new cartridges. The customer's blood glucose level ranged from 142-165 mg/dl. The customer reverted to manual injections for alternate insulin therapy.